Event description:
On 28-nov-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set, 1 tubing and 2 serter) showed that all the test results were within specifications. Based on the result: device, method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that on (B)(6) 2019, while performing daily activity, two of the infusion sets fell off but they were still stuck to skin as the tubing had detached from the quick release close to the site location. The patient's blood glucose level was reported to be 198 mg/dl. On (B)(6) 2019, the patient went to pull the tab off from where the needle was and it pulled the whole infusion off the needle. The patient tried to push it back on. The patient's blood glucose level was reported to be 97 mg/dl when the issue occurred. The site location was right side of abdomen for the first two instances and left side for the third instance. The patient wore the pump on the same side as the needle. The infusion had been in use for two hours. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
(B)(4). Event occurred in the united states . The patient reported that on (B)(6) 2019, while performing daily activity, two of the infusion sets fell off but they were still stuck to skin as the tubing had detached from the quick release close to the site location. The patient's blood glucose level was reported to be 198 mg/dl. On (B)(6) 2019, the patient went to pull the tab off from where the needle was and it pulled the whole infusion off the needle. The patient tried to push it back on. The patient's blood glucose level was reported to be 97 mg/dl when the issue occurred. The site location was right side of abdomen for the first two instances and left side for the third instance. The patient wore the pump on the same side as the needle. The infusion had been in use for two hours. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.